Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014. The patient reported obtaining what he felt were inaccurate high readings of ¿271 mg/dl¿ and ¿125 mg/dl¿ with the subject meter. The patient stated he manages his diabetes with insulin (lantus 26 units each morning; novolog 1-2 units at mealtimes based on high blood glucose readings) and denied making any changes to his usual diabetes management in response to the alleged inaccurate readings. During the follow-up call, the patient stated he woke up on september 29, 2014 at 9:00am feeling ¿disorientated and not well¿. At the onset of the symptoms, the patient was tested with the subject meter and obtained a result of ¿129 mg/dl¿. In response to the symptoms, the patient¿s spouse contacted emergency medical services and at 10:00am the paramedics obtained a blood glucose reading of "55 mg/dl" with their device. The patient was treated with orange juice and felt better soon afterwards. Prior to the onset of the symptoms the patient reported he had last tested his blood glucose with the subject meter the evening prior before going to bed. The patient claimed the reading was ¿335 mg/dl¿ and in response took 2 units of novolog. During the follow-up call, the patient stated that he felt the symptoms developed as a result of administering treatment based on inaccurate meter readings. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a severe low blood glucose excursion after the alleged meter issue began.